Event description:
It was reported that the plastic hub at the end of the tubing that screws into the metal cannula fell off during a shoulder procedure. As the plastic hub had to be switched during the surgery, there was a loss of distension while the cannula was inside the patient. A backup smith & nephew device was used to complete the procedure. A delay of less than 30 minutes was noted; no injuries or complications were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Tube set evaluation revealed that male luer lock adapter was missing. The complaint was confirmed and a root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended.